Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse cleaned the sensor on the bf wash probe and resolved the issue. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 06jul2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported issue is due to crystallized reagent on the bf wash probe sensor.

Event description:
A customer reported to the distributor receiving error message 2239 bf probe 1 purge failure while operating on the aia-900 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.